Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report intermittent audio output from their receiver on (B)(6) 2015. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. Functional testing was performed and the test failed. A review of the downloaded receiver log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Due to moisture damage, the complaint of an intermittent audio output could not be confirmed. A root cause could not be determined.